Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 600 mg/dl. The customer reported that they had received the battery out limit alarm and weak battery alarm and the insulin pump had blank display. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The customer stated the pump came back on she got a battery out limit and weak battery alarm and her insulin pump shut off from yesterday night and her blood glucose level was over 600 mg/dl all night. The insulin pump will be returned for analysis.